Event description:
The patient has a history of nonischemic cardiomyopathy and ventricular tachycardia, as well as obesity and renal insufficiency. She had a biventricular automatic implantable cardioverter-defibrillator placed in 2007 and a generator placed in 2008. Her left ventricular lead was dislodged and located in the right atrium and was nonfunctional. She underwent attempted extraction of the left ventricular lead 3 weeks ago. This was not successful. Her left ventricular lead had been in the right atrium for some time and was nonfunctioning. She presented to the operating room for laser extraction of the left ventricular lead and attempted placement of a new left ventricular pacing lead. Upon inspecting the pocket it was noted that there was an insulation break in the right atrial lead and therefore this was traced back to its suture guard. The patient recovered from the procedure and was discharged from the hospital several days later.